Event description:
It was reported through medwatch that md accessed the vessel immediately, but could not get the guidewire to advance. Md got two more wires out of the omnicell and they both bent as well. Patient had to be stuck multiple times because of the guidewire. Finally, md aborted the situation and moved to a femoral central venous catheter. Md believes wire is too flimsy.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.